Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb needle pulled out of the hub. The following information was provided by the initial reporter: material#: 305916 batch#: 4355653 verbatim: customer reports issue with 25ga x 1¿ needle (305916), lot 4355653- "we have a safety issue/concern with the 25ga x 1¿ needle (305916), lot 4355653. This was used on a patient today and the needle stayed in the arm of the patient and disengaged from the syringe. As of now we pulled this specific lot from all areas and discontinued use. Please let me know what we need to do on our end. Thanks!" Additional information provided: 1. What is the date of event? July 14, 2025 2. Did the needle removed safely from the customer. What treatment was involved? Yes. No further treatment 3. Any photo or sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Photo above, product has been disposed of.

Manufacturer narrative:
(B)(4) follow up. A photo showing a syringe with an assembled needle and activated safety mechanism was received for evaluation. The needle was observed to be positioned on the side, outside of the needle hub. No additional information could be obtained from the image. Based on the investigation and available photo analysis, the symptom reported was confirmed. However, due to the absence of a physical sample, a probable root cause could not be determined. Furthermore, a device history record review was completed for provided lot number 4355653. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.